Event description:
Spontaneous call from pt and husband, could not get either pump to work "alarming for high pressure", during call husband changed cassettes, still had same alarm, during call he changed the tubing and pump started running, no alarm issue resolved. Determined fault due to defective tubing, not the pump. Cadd ext set lot #3919787, exp 12/03/2024. Advised pt to save defective tubing. Shipped extra tubing to pt for next day delivery. No further info available. Medication life sustaining. Occurred while in use. Pt used backup tubing, replaced defective tubing. No injury as result. Pt saved tubing. Available to return to MFR. Pt had back up tubing for infusion. Reported to (B)(6) by pt/caregiver.